Event description:
On (B)(6) 2012, the home patient's husband contacted baxter for an unrelated issue and reported the home patient was taken to the hospital due to peritonitis. On (B)(4) 2012, baxter followed up with the home patient's (hp) registered nurse (rn) who stated the hp was on vacation with her husband and was performing peritoneal dialysis (pd) therapy in a foreign environment with air conditioning and acquired peritonitis due to a touch contamination. The rn stated the hp's husband has a very good routine to maintain aseptic technique, however, the couple was on vacation and it was not as easy to maintain the aseptic technique in a foreign environment. The hp was started on vancomycin 1g every five days with a 500mg maintenance dose. The hp's md is going to replace the hp's catheter on (B)(6) 2012. The rn does not feel the peritonitis was related to any baxter solution, disposable or device, the peritonitis is due to use error. No additional information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.